Event description:
On (B)(6) 2026, doctor (B)(6) reported to cas that they experienced a radial tear at the "junction of the toric capsule nub" during procedure ID # (B)(6).

Manufacturer narrative:
Review of procedure #(B)(6) does not reveal any evidence of a radial tear at the reported location. The capsulotomy is observed to begin on frame 3, with full breakthrough achieved by frame 7. It is recommended that the capsular button removal technique be reviewed. The system functioned as designed. No further clinical follow up is required.